Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (bent pins; damaged e-belt connector) has been confirmed. Upon evaluation the trunk connector pins were bent. The cause for the bent pins cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the bent pins. The patient received a replacement electrode belt.

Event description:
A patient service representative (psr) contacted zoll customer support while assisting a (B)(6) female patient to report that the patient's electrode belt connector was damaged. The patient was provided with a replacement electrode belt.